Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that this patient had her right hip replaced recently and weeks after began to have some drainage from her wound. She had a consultation and hip aspiration which indicated there was most likely an infection present. Surgeon brought the patient to william beaumont troy for an I&d procedure. The hip ball, stem, and liner was explanted. The 48mm sector cup and srom sleeve was left implanted. The wound and joint was washed out and new components were implanted. Doi: (B)(6) 2018; dor: (B)(6) 2018; right hip.